Event description:
It was reported that left ventricular (lv) loss of capture was observed on the presenting electrogram of the cardiac resynchronization therapy defibrillator (crt-d). The lv pacing output was set to 2.5 v at 0.4 ms (fixed). The most recent in-office lv threshold measurement was 1.7 v at 1.5 ms. It was planned to bring the patient to the clinic to check the lv lead and adjust the parameters. The lv lead remains in service.

Event description:
It was reported that left ventricular (lv) loss of capture was observed on the presenting electrogram of the cardiac resynchronization therapy defibrillator (crt-d). The lv pacing output was set to 2.5 v at 0.4 ms (fixed). The most recent in-office lv threshold measurement was 1.7 v at 1.5 ms. It was planned to bring the patient to the clinic to check the lv lead and adjust the parameters. The lv lead remains in service. Additional information received indicated that the lv loss of capture persisted. It was also observed that the lv pace impedance decreased from 660 ohms 2025 to 355 ohms in (B)(6) 2025. Currently, the measurement was 611 ohms. There had also been a second small decrease in (B)(6) 2025. Currently, the device output was set to 6.0 v at 1.6 ms. Further review of the lv lead was recommended.